Manufacturer narrative:
The device has been received. The investigation has not yet been completed. A supplemental report will be submitted with all relevant information.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 290 mg/dl. After changing the supplies on the pump, the bg level was addressed with an injection of insulin. As the supplies had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be performed.